Event description:
It was reported that surgeon revised an osteonic series 7000- right knee- due to patient experiencing pain.

Event description:
It was reported that surgeon revised an osteonic series 7000- right knee- due to patient experiencing pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown baseplate. Additional information has been requested and if received will be provided in a supplemental report. The other device listed in the report is an unknown insert. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience.

Manufacturer narrative:
An event regarding pain involving an unknown baseplate was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were returned or made available for review. A device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation, further information is needed.